Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that she had a right knee replacement on (B)(6) 2017. She stated she couldn't bend her knee and had a revision surgery to competitive devices on (B)(6) 2017.